Event description:
In 11/2000, co learned the following: the graft was implanted for a type a dissection of an ascending aortic aneurysm, the quantity of blood lost through the puncture channels (sutures) is unknown and unattainable, the suture material was 4-0 prolene, the surgical outcome of the case was good, the pt's post-operative condition was satisfactory. The incident date, initially reported in error, has now been corrected to 9/5/00.

Event description:
The dr claims that during the procedure, the graft leaked blood from its suture line. The leakage was stopped by overstitching. The graft was left in. There was no injury or complication to the pt. Note: the incident date is unknown at this time and has been approximated. The quantity of blood lost through the graft is unknown at this time. The pt's condition is unknown at this time. The incident was reported by the dr as part of a group with no definite dates given. In 2000, co learned the following: the graft was implanted for an ascending aortic aneurysm procedure, the suture used was a prolene 3.0/v26.